Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to retrieve the suture during needle plunger retraction was confirmed. In addition, one of the three anterior cuff tabs, measuring approximately 0.01 by 0.01 inches square, was broken off and not returned with the device. The location of the broken cuff tab is unknown. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after an interventional procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was removed, no suture was attached. It was not specified how hemostasis was achieved. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.